Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for rv lead revision due to oversensing. During device preparation, an insulation anomaly was observed. The lead was explanted and replaced without any problems. The patient left the operating room in good condition.